Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about drug solution did not come out due to clog. According to the customer's report clog occurred and drug solution did not come out while dry firing.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about drug solution did not come out due to clog. According to the customer's report clog occurred and drug solution did not come out while dry firing.